Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the introducer needle detached from the applicator during insertion of the sensor. The insertion site was at the abdomen. No additional event or patient information is available. No product was provided for evaluation. The reported event of detached introducer needle could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was returned for evaluation. A visual inspection was performed and the applicator was partially deployed resulting in an exposed needle that was still attached to the applicator body. The customer complaint was not confirmed as there is no visible damage to the applicator. A root cause could not be determined.